Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "not enough milk production."

Event description:
Patient reported "not enough milk production." Device has been explanted and replaced. This relates to the left side.